Event description:
Plastipak 3 ml syringe with blunt fill needle used to draw up IV reglan from vial. While drawing up medication, a "pop" sound was heard and most of medication went back into vial with some noted to be leaking out of the bottom of the syringe. Syringe appears to be malformed on bottom base.